Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010158, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010158 was manufactured according to the work instruction (wi) version 82 and manufacturing in the multivac m12 on 08-nov-2024, with a total of (B)(4) units. The assembly, lot 4k06601 was manufactured according to the wi version 27 and manufactured in the quickset line, on 06-nov-2024, with a total of (B)(4) units. The assembly, lot 4k06602 was manufactured according to the wi version 27 and manufactured in the quickset line, on 07-nov-2024, with a total of (B)(4) units. The assembly, lot 4k06604 was manufactured according to the wi version 27 and manufactured in the quickset line, on 07-nov-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k05679 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 05 -08, on 29-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k06568 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 05 -08, on 05-nov-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k06565 was manufactured according to thei version 42 and manufactured in the gluing machine 04 - 05 -08, on 03-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release (qr). The infusion set was in use for one day. No further information available.